Event description:
It was reported that during a lap. Colon procedure, the device did not fire when place on soft tissue. They opened another device to continue the case. There was no patient consequence.